Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the handle dings and scratches were noticed throughout the shaft. Also noticed was a deep gash in the insulation at the distal tip of the shaft. The handle also failed an insulation test. The probable root cause/s could be user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft. Also noticed was a deep gash in the insulation at the distal tip of the shaft. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.